Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. A 3.50 mm x 20 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No additional information was provided. It was further reported that the procedure was completed with another of same device, and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. A 3.50 mm x 20 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. No additional information was provided.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.